Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states she was having problems with her insulin pump. She states, the silhouette fell apart and when she tried to give herself a bolus shot, the pump was not functioning properly. After troubleshooting customer was advised that insulin pump needed to be replaced and to revert to back up plan per health care provider. Customer stated she would call back for replacement procedures.